Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the implant was not working. All components were removed and replaced. The patient had a successful outcome.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the implant was not working. The patient had a successful outcome.